Manufacturer narrative:
The carpentier-edwards pericardial valve has been designed to minimize structural valve deterioration (svd). Excellent durability and low incidence of valve-related complications have been reported in the literature. Despite the low incidence of valve-related complications, it is well known bioprosthetic tissue valves can deteriorate with time and eventually fail. As noted in the literature, the rate of svd in bioprosthetic valves increases over time, particularly after the initial 7 to 8 years after implantation. Regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. The explanted valve has not been returned for evaluation. However, the medical records note a small tear in a leaflet. This event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a bioprosthetic mitral valve, implanted for approximately 12 years, was explanted due to moderate mitral regurgitation. Per medical records, this case involved a (B)(6)-year-old male with history of hld, ventricular hypertrophy, mitral regurgitation, mitral valve repair, sleep apnea, aortic valve regurgitation, atrial fibrillation, endocarditis. He presented with fatigue and shortness of breath with exertion. He was found to have severe aortic valve insufficiency and moderate mitral valve insufficiency. He underwent an aortic valve replacement and re-replacement of a bioprosthetic mitral valve. The bioprosthetic mitral valve was examined and the leaflet in the lv outflow tract was slightly prolapsed into the left atrium. There was a small tear in the leaflet near where it attached to one of the posts. The area of the valve that was most likely hit by the regurgitant jet from the ai. The valve was excised and another edwards valve was implanted and secured with cor-knot device. He was weaned from cpb. The patient was transferred to ICU in satisfactory condition on pressors and inotropes for support. Echocardiogram showed well seated avr/mvr, no aortic stenosis or pvl, trace intravalvular ai, no mitral stenosis and trace intravalvular mr. He was discharged on pod #9.